Manufacturer narrative:
The device was returned after the patient deceased. The device voltage was received above elective replacement indicator (eri). Assessment of total projected longevity was performed and found to have appropriate remaining longevity. Telemetry, lead impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available.